Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on october 5, 2016 that an ultraflex esophageal proximal release covered stent was to be used to treat a 9cm lesion in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient has esophageal cancer and had a previous esophageal stent which was removed using biopsy forceps. According to the complainant, during the procedure, the physician inserted the stent over the guidewire under fluoroscopic guidance and was able to deploy the stent. However, when the physician inserted a scope, it was noted that the stent was deployed above the stricture. The physician could not reposition the stent and decided to remove the stent using biopsy forceps. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event.